Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced the mixing, circulation pump and heater but the arctic sun device still was not cooling, it had 400 ml in the chiller tank indicating the mixing pump was now working but the chiller was not cooling t4 23 degrees.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the cooling issue was confirmed. (Arctic sun 5000) no error code observed. Chiller subassembly was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced the mixing, circulation pump and heater but the arctic sun device still was not cooling, it had 400 ml in the chiller tank indicating the mixing pump was now working but the chiller was not cooling t4 23 degrees.